Event description:
Additional information reported that the patient was admitted on (B)(6) 2023 for daptomycin induced lung toxicity. The patient was transitioned to dalbavancin and doxycycline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including hypertension and localized infection. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient reported on (B)(6) 2023, about worsening dyspnea over last several days. The patient presented to emergency department (ed) with shortness of breath which worsens with movement. The patient was admitted. On the same date, the patient was noted to have evidence of volume overload. They were started on lasix intravenous (IV), then transitioned to oral lasix. Patient's map was also elevated, which may be volume related. Hydralazine was re-started changed for blood pressure management. On (B)(6) 2023, it was noted that breathing was improved on lasix. On (B)(6) 2023, blood cultures grew staphylococcus epidermidis. The patient then was started on IV vancomycin and prolonged admission for high grade methicillin-susceptible staph (mssa) bacteremia and endovascular infection without clear origin. (B)(6) 2023, the patient was switched to oxacillin. On (B)(6) 2023, oxacillin was discontinued, and the patient was back on IV vancomycin. They were discharged on (B)(6) 2023 with durable IV for IV vancomycin administration after discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.